Manufacturer narrative:
(B)(4). Batch # n90264. The analysis results found that the el5ml device was returned with no damage in the external components; upon visual inspection, 1 clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next three actuations of the trigger. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feed link was found to be broken causing the feeding issues. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a partial subtotal gastrectomy procedure, the surgeon used the device on the staple line for bleeding management. After placing the jaws on the staple line, the surgeon closed the handle and noticed that the clips didn&#38176;come out, as if there are no clips in the clip applier. He then took it out and closed again with the same result. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.